Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had issues with bent infusion set cannulas and that she had to go to the ER due to high blood glucose values. The insulin pump was not returned for analysis.